Event description:
On (B)(6) 2012, clinic notes dated (B)(6) 2012 were received from a vns treating neurologist. Review of the clinic notes revealed that the patient has a past medical history of sleep apnea. The relationship of the sleep apnea to vns was not stated. The clinic notes also state that the patient has been having an increase in seizure frequency since she started attending a new school. Here duties at the new school included ringing the bell and the mother believed this was the trigger for the seizures. Since the patient's last visit, she has not been ringing the bell and it has led to reduced frequency of seizures. The patient's settings were listed as output=2.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=500usec. Diagnostics showed the device to be functioning with output=ok/lead impedance=ok/dcdc=1/elective replacement indicator (eri)=no. Attempts for further information are underway but no further information has been received to date.